Event description:
It was reported that "the cvc was difficult to put in place by the patient. No blood flooded back although the cvc seemed to be placed right according to sonography and air was aspirated. The cvc set showed cracks in the area of the needle-connector."

Manufacturer narrative:
Qn #(B)(4). Additional information received from the sales rep indicates no patient injury and no medical intervention was necessary. The customer returned an 18 ga introducer needle and syringe for analysis. Signs of use in the form of biological material were present on the needle. Visual analysis revealed a two cracks on the needle hub. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was connected to a lab inventory ars syringe to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The reported complaint cracked needle hub was confirmed by a complaint investigation on the returned sample. The returned introducer needle containing two cracks on the hub. A device history record review was performed based on a potential lot # from sales history, and no relevant findings were found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the cvc was difficult to put in place by the patient. No blood flooded back although the cvc seemed to be placed right according to sonography and air was aspirated. The cvc set showed cracks in the area of the needle-connector."